Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed, and additional findings were observed: it failed the electrical continuity. There were no engagement failures reported in the log review. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not firing and had improper movements. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a dislodged conductor wire at the distal end. Also, the instrument was found to have a segment of the conductor wire sticking out. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube and the wire insulation was not damaged. The instrument was placed and driven on an in-house system. And passed recognition, engagement, electrical continuity, and energy delivery tests. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. Additionally, the instrument was found to have a loose grip cable at the distal end and a broken grip cable at the proximal end. The instrument was also found to have dried residue around the clamping pulley cable groove. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts.